Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had pocket revision of the pocket to move the neurostimulator. She now experienced a shocking/jolting sensation. Further information was requested.